Event description:
Secondary set v1921 attached to safsite y-site (not sure which one) of primary set #352072. Experiencing difficulty disconnecting distal connector of v1921 from the y-site. In one incident, while nurse was trying to disconnect secondary set, gemcitabine splashed up and over her face shield, resulting in the drug going into her eyes. Her eyes were flushed with normal saline.